Event description:
Customer states she rec'd a reading of 200 mg/dl on the advantage sys without inserting a test strip. No action was taken based on device results. The customer did not provide the location where the discrepant result was obtained. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.